Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. The unit box and individual package were returned. As a result of the inspection of the returned package, the product and lot number of the package, the contents, and the japanese label were matched. A review of labeling process of this product at komaki found that the individual package is placed into the new japan unique shelf box from the original box supplied by tijuana and japanese label is placed on the japan unique shelf box. This indicates that there is no abnormality in manufacturing. Review of manufacturing records, relevant to the lot reported, found no discrepancies or anomalies. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the outer box label indicated product was 100/860/080 however, the inner package contains product 100/860/070. No patient injury was reported.